Event description:
It was reported that the home patient (hp) had a leak occur during peritoneal dialysis (pd) therapy. The hp stated that the leak was due to a disconnection between the heater bag and the cassette, during drain 1. The hp was connected at the time of the event. The hp?s wife noticed that the spike connector had disconnected from the heater bag. As a result, the hp had disconnected from the homechoice (hc) and called the technical service representative for assistance. The tsr assisted the hp with ending the therapy. The hp was able to complete the therapy using manual supplies. There was patient involvement, however no adverse event was associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not available, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.